Event description:
Carbomedics received information regarding a size 31 mitral cphv explanted after approximately 1.5 years due to thrombosis. Prior to explant, patient had 3-week history of shortness of breath. Presented with symptoms of congestive heart failure. Echocardiogram showed gradient, diagnosed as thrombosis.